Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. While the sheath was being exchanged for the delivery system, a st elevation myocardial infarction (stemi) was detected. A coronary angiogram was performed, and the patients act was determined to be 326. Heparin was administered and the procedure was continued. After the user correctly deployed the device in the correct position, the occluder did not turn the correct way. It was reported that the patient had a difficult anatomy due to a chicken wing left atrial appendage. The device was not released from the delivery cable while it was inside the patient. Then a second 25mm occluder (8533338) was implanted. There was no clinically significant delay. No patient consequences were reported. The next morning on (B)(6) 2022, the patient exhibited symptoms of a stroke, left sided paralysis and seizures. The patient was then transferred the neurology department on (B)(6) 2022.

Manufacturer narrative:
An event of st elevation myocardial infarction (stemi) during the implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. While the sheath was being exchanged for the delivery system, a st elevation myocardial infarction (stemi) was detected. A coronary angiogram was performed, and the patients act was determined to be 326. Heparin was administered and the procedure was continued. After the user correctly deployed the device in the correct position, the occluder did not turn the correct way. It was reported that the patient had a difficult anatomy due to a chicken wing left atrial appendage. The device was not released from the delivery cable while it was inside the patient. Then a second 25mm occluder (8533338) was implanted. There was no clinically significant delay. No patient consequences were reported. The next morning on (B)(6) 2022, the patient exhibited symptoms of a stroke, left sided paralysis and seizures. The patient was then transferred the neurology department on (B)(6) 2022. Subsequent to the initially filed report, the following information was received that the device could not be unscrewed from the delivery system. After the delivery system was inserted into the patient, the stemi occurred. No intervention was provided to treat the stroke symptoms and seizure.